Event description:
Boston scientific received information that during a follow up it was evident that this device had migrated and eroded through the skin. There was evidence of a pocket granuloma. The patient was hospitalized and given antibiotic treatment. A revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.